Manufacturer narrative:
(B)(4) initial

Event description:
Patient 07;(B)(6) was implanted with the syncardia 70cc tah-t (l/n 074531) at (B)(6) on (B)(6) 2013, and was supported for 640 days. The patient expired on (B)(6) 2015. Tah-t (l/n) 074531 was returned to syncardia for routine explant evaluation on april 14, 2015, approximately three months after the patient expired. On april 17, 2015, a syncardia explant laboratory technician completed a standard explant evaluation of tah-t l/n 074531 according to approved procedures with no remarkable findings. The technician noted that she had inadvertently cut the blood diaphragm in the left ventricle (ventricle ID: (B)(4)) with one of her dissecting instruments. Approximately eight months after the syncardia explant report had been completed, the customer requested the results of the explant analysis. Prior to releasing the explant evaluation report to the customer, a different syncardia employee reviewed the report and recommended an evaluation by a contract laboratory that had previously conducted tah-t diaphragm analyses. On (B)(6) 2016, the contract laboratory notified syncardia that the damage to the blood diaphragm of the left ventricle (ventricle ID: (B)(4)) in tah-t l/n 074531 was not the result of a cut by an instrument, but had likely occurred during the implant period. The report from the contract laboratory has been received and is under review. The results will be reported in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
Patient (B)(6) was implanted with the syncardia 70cc tah-t (l/n 074531) at (B)(6) on (B)(6) 2013, and was supported for 640 days. The patient expired on (B)(6) 2015. Tah-t (l/n) 074531 was returned to syncardia for routine explant evaluation on april 14, 2015, approximately three months after the patient expired. On april 17, 2015, a syncardia explant laboratory technician completed a standard explant evaluation of tah-t l/n 074531 according to approved procedures with no remarkable findings. The technician noted that she had inadvertently cut the blood diaphragm in the left ventricle (ventricle ID: (B)(4)) with one of her dissecting instruments. Approximately eight months after the syncardia explant report had been completed, the customer requested the results of the explant analysis. Prior to releasing the explant evaluation report to the customer, a different syncardia employee reviewed the report and recommended an evaluation by a contract laboratory that had previously conducted tah-t diaphragm analyses. On january 25, 2016, the contract laboratory notified syncardia that the damage to the blood diaphragm of the left ventricle (ventricle ID: (B)(4)) in tah-t l/n 074531 was not the result of a cut by an instrument, but had likely occurred prior to the standard explant evaluation. The report from the contract laboratory concluded that the root cause of the blood diaphragm tear was a thinning of the blood diaphragm caused by contact abrasion with the adjacent intermediate diaphragm, leading to atypical motion of the diaphragms and formation of the tear in the blood diaphragm at the hinge point for the blood diaphragm at the ventricle wall. There was no evidence of defect in either the tah-t ventricle materials or in ventricle construction. (B)(4). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
Corrected data: - date of event corrected to (B)(6) 2015, - date of this report corrected to (B)(6) 2015, - implant date added, - explanted date added, - initial reporter corrected to (B)(6) medical center, - occupation updated to health professional, - report source corrected to health professional and user facility. (B)(4) fup 2.

Event description:
Patient 07; (B)(6) was implanted with the syncardia 70 cc tah-t (l/n 074531) at (B)(6) medical center (B)(6) on (B)(6) 2013, and was supported for 640 days. The patient expired on (B)(6) 2015. Tah-t (l/n) 074531 was returned to syncardia for routine explant evaluation on (B)(6) 2015, approximately three months after the patient expired. On (B)(6) 2015, a syncardia explant laboratory technician completed a standard explant evaluation of tah-t l/n 074531 according to approved procedures with no remarkable findings. The technician noted that she had inadvertently cut the blood diaphragm in the left ventricle ((B)(4)) with one of her dissecting instruments. Approximately eight months after the syncardia explant report had been completed, the customer requested the results of the explant analysis. Prior to releasing the explant evaluation report to the customer, a different syncardia employee reviewed the report and recommended an evaluation by a contract laboratory that had previously conducted tah-t diaphragm analyses. On january 25, 2016, the contract laboratory notified syncardia that the damage to the blood diaphragm of the left ventricle ((B)(4)) in tah-t l/n 074531 was not the result of a cut by an instrument, but had likely occurred prior to the standard explant evaluation. The report from the contract laboratory concluded that the root cause of the blood diaphragm tear was a thinning of the blood diaphragm caused by contact abrasion with the adjacent intermediate diaphragm, leading to atypical motion of the diaphragms and formation of the tear in the blood diaphragm at the hinge point for the blood diaphragm at the ventricle wall. There was no evidence of defect in either the tah-t ventricle materials or in ventricle construction. This is the ninth instance of a diaphragm failure in over 1600 implants since 1982. This represents a failure rate of 0.58%. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.